Event description:
During a follow-up appointment, one episode of noise oversensing was noted. An x-ray caused suspicion of a lead fracture; however, it could not be confirmed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed. This resulted in more than two seconds of asystole. Isometric testing was performed and could not reproduce the noise. No adverse patient effects were reported.